Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on bus. A field service engineer (fse) verified the customer reported issue where auxiliary matrix drawer 1 failed to open. The back panel was removed, and medications were found blocking the rear sensors of the matrix drawer. The medications were removed, and the customer was able to recover successfully. The fse logged into the hardware test application and ran the final test on auxiliary matrix drawer 1, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open and was not detected on the bus. User tried restarting but was unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.